Event description:
During attempted placement of triple lumen catheter into right subclavian, guidewire became knotted and could not be removed. Pt was taken to surgery the follwoing day and placed under general anesthesia for removal of the guidewire.